Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit' system over temp. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that when running an internal trigger at 120bpm, the system over temperature alarm triggered. The fse then replaced part number the scroll compressor and temperature sensor probe. After replacing the previous mentioned parts the fse operated the unit at an internal trigger of 120bpm for 2.5 hours and was no longer able to duplicate the over temp alarm. Then during testing, the iabp failed the pim test. In order to fix that issue, the fse replaced the pneumatic module assy. The fse then performed a pm, full calibration, and tested the unit. The unit passed all functional/safety testing. The unit was then returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit' system over temp.